Manufacturer narrative:
The device was not returned for investigation. Therefore, the root cause of the reported incident could not be conclusively determined. The customer wishes to remain confidential; therefore, we're unable to obtain additional information on the reported event. It is unknown if the product was used on the patient or if there was any impact because of the reported issue. Additionally, it is unknown if the pre-use check was performed as instructed in the IFU. It is possible to damage the safety balloon if the user mishandled the device when removing the safety sleeve or if the sleeve was incorrectly moved in the direction of the stopcock instead of toward the infusion area of the internal carotid lumen. As stated in the IFU: the sheath should be moved and hang loosely on the infusion area of the distal lumen (away from the stopcock area). The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any other complaints of a similar nature for devices from this lot.

Event description:
It was reported that the pruitt f3 presented interference in the yellow part of the material, occurrence of leakage. Unknown if it occurred during pre-test or during a procedure. No injury was reported to the patient.